Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the personality module surgeon console (pmsc). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. .

Event description:
It was reported that during da vinci-assisted gastric bypass surgical procedure, site contacted intuitive technical support engineer (tse) to report an error 281 and 41070 on the system. Prior to call, site already reboot the system but the issue persisted. Tse could not check the logs at the moment due to logs bug with logs when power cycling the system. Tse guided caller to turn off the system, reseat the blue fiber cable on console 2 and power cycle the system but the issue immediately returned. Due to emergency during the surgery, tse guided caller to disconnect console 2 and use only console 1 to continue with surgery. The procedure was completed with no reported injury.